Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not functioning. The customer's blood glucose reading was 38 mg/dl to 318 mg/dl and he treated with a shot. Customer indicated that he does not have time to troubleshoot and will call back as he has a doctor appointment.